Event description:
No additional information.

Manufacturer narrative:
Updated: b4, d9, g3, g6, h2, h3, h4, h6, h11. Distribution history: the complaint product was manufactured by csi on 7/11/2024. Manufacturing record review: DHR was reviewed and no nonconformities related to the complaint condition were noted. Historical complaint review: a review of the 2-year complaint history showed no similar reported complaint conditions where the staplers erupted after surgery. However, there have been cases were wound separation is reported. Product receipt: the complaint product was received (1 closed stapler) on 4/4/2025. Visual evaluation: visual evaluation revealed no physical damage. The product was received sealed. Functional evaluation: the returned product was functionally evaluated. The stapler was completely emptied of staples which were successfully deployed. The staples were measured and passed. Any relevent customer or clinical information: procedure c-section. Root cause: no definitive root cause for this issue could be reliably determined, the returned product tested to specifications. The details about the surgery and the procedure are unknown as also the proficiency and technique from the physician performing the procedure. The IFU demonstrates the proper closure technique and mentions the considerations in order to minimize superficial or external staple placements, the post-operative care followed is also unknown. Wound separation is listed in the adverse reactions section of the IFU. Coopersurgical will continue to monitor this complaint condition for trends. No further corrective action is necessary, as the complaint condition was not confirmed.

Manufacturer narrative:
Device is being returned for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a caesarean section. At some point, the surgical site re-opened. Attempts have been made, but no additional information has been provided. (B)(4).